Event description:
It was reported that the device was unable to pass the gravimetric or volumetric accuracy test and reaching 10% each time and ran four times. Per reporter, this event occurred during routine preventive maintenance inspection in workshop. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Functional testing was not able to duplicate the customer reported issue. The device passed all functional and accuracy testing. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation could not determine the cause of the reported issue. The device underwent preventative maintenance and calibration.